Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a low blood glucose. The blood glucose level was 53 mg/dl and 54 mg/dl. Customer again checked his blood glucose it was 324 mg/dl. Customer was treated with orange juice and ate some crackers for low blood glucose. Troubleshooting was declined for low blood glucose and high blood glucose. Customer also stated that the insulin pump had a damage. Customer stated that there is crack on the opening of the battery cap department. The product will return for the analysis.

Manufacturer narrative:
Insulin pump passed basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. Insulin pump had broken battery cap.